Event description:
It was reported there is a pin stuck in the ventricle port. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, there was a pin stuck in the ventricular output connector. It was also noted that the ring cover was broken, the battery contacts were compressed and the ring bail was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.